Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit delivered properly all bolus programmed during testing. No unexpected bolus delivery or low battery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer states the pump is delivering unprogrammed boluses, and their blood glucose levels drop from 160 to 55 mg/dl. Troubleshooting was completed but did not resolve the issue. The customer also reported a low battery alarm. The customer also had paramedic visits for lows on (B)(6) 2018. The insulin pump will be returned for analysis.